Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci 8mm permanent cautery hook instrument associated with this complaint to perform failure analysis (fa). The 8mm permanent cautery hook instrument has been evaluated by fa. The instrument was installed on an in-house system and driven. Engagement and recognition tests passed. The instrument exhibited unintuitive motion. The motion exhibited by the instrument was precise, and proportional to what was commanded by the mtms, however the hook moved in the opposite direction. This behavior was observed in the yaw direction and presented on out of 3 installs, indicating a misalignment of the coordinate frames during the engagement sequence. No damage to the back-end components on the instrument were found.

Event description:
It was reported that during a da vinci-assisted surgical procedure the 8mm permanent cautery hook instrument had no control. There was 9 out of 10 uses left. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following information: the instrument was inspected prior to use. The instrument initially moved to scale when inserted, then the customer couldn't get control of it, there was no movement. The issue occurred with the surgeon's head inside the surgeon console¿s high resolution stereo viewer. The issue occurred while the surgeon was attempting to manipulate instruments from the surgeon console. The issue was persistent. To resolve the issue the customer removed the instrument from field and replaced with a new instrument. There was no patient injury.